Event description:
It was reported that the flex deflectable videoscope had no image, it would blacken out. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon could not be further presumed - though olympus conducted three attempts in good faith to contact the user in order to gather information relevant to this investigation, detailed information was unavailable. Therefore, no further cause of the suggested phenomenon could be established. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.